Event description:
Complainant alleged that during testing, it was observed that an autopulse li-ion battery was unable to hold a charge. After charging the battery for 3 or more hours, the battery still had no capacity. When the battery was installed into other autopulse platforms, the devices would not power on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The battery (s/n (B)(4)) was returned and evaluated. Archive data analysis for the returned li-ion battery revealed that it was left in the autopulse platform for approximately 12 days. The complaint was confirmed. Voltage across one of the 11 cells has exceeded the maximum allowed value. This was likely due to mechanical impact to the battery leading to a broken resistor adjacent to a cell that helped bleed current around the cell during charging. Per the autopulse power system user guide (pn: 12457-001), the user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days".